Event description:
Lasik: developed fungal infection under corneal flap os during one of multiple relifting and smoothing procedures as follow-up to surgery -to remove corneal wrinkles. Referred to ophtho dept; many photographs taken. Prolonged therapy with multiple antifungals. Eventual resolution with residual corneal scarring -luckily out of field of view-. Dates of use: 2000.